Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient lost effective coverage due to the s1 drg lead had migrated. The patient underwent surgical intervention on (B)(6) 2022, wherein the lead was replaced with a new one restoring therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Correction section d: the date of implant should have been (B)(6) 2021.